Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 432-433 mg/dl and high levels of ketones. Customer suspected bg cause was due to an unspecified pump issue. Supply changes were performed, correction boluses were delivered and manual injections were administered to address bg. A system check was performed and the pump performed as intended.